Event description:
In 2008, the patient reported that his infusion sites will not stick to his body. He stated that he uses IV prep wipes and opsite IV 3000. No physiological effects were reported. He was sent courtesy liquid adhesive. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.